Event description:
It was reported after using bd focalpoint, contamination from the human genome was present on the instrument, which caused an illumination error. Other specific contamination information was not reported from the customer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.